Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported four patients indicated as having permanent damage, ranging from deterioration of sight to the treatment did not help at all. Customer complains that too much pressure is applied on the eye ball for too long during laser treatment. Details of treatments and outcome were requested, however the customer denied to provide further input. This is one of two reports being filed for the same customer.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The system history review shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date range of treatments. Logfile review show no relevant error or warning messages, energy stable, and no deviations or abnormalities for the reviewed time range which would indicate a technical problem. Based on the provided information the majority of the reviewed treatments ((B)(6) 2016) are showing a time distance between valid vacuum "1 and 2", and between first eye contact and valid vacuum "2" respectively, which meets the expectations in regards of handling and system function. The outliers described can therefore, be explained through handling issues and/or patient's compliance issues (e.g. "Squeezers"). The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. Based on the details provided by the user, the root cause cannot be determined conclusively. The problems with vacuum are most possibly caused by inappropriate user handling during the docking process, and/or the patient¿s anatomy and movement of the patient¿s eye. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.